Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer had not yet loaded a new cartridge at time of call; however, stated would contact tandem technical support should issues arise or persist. Customer's blood glucose level was 137 mg/dl.